Manufacturer narrative:
Philips service ran bg calibration, resolving the issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)

Event description:
It was reported to philips that the c-arm intermittently stopped and moved slowly on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.